Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported a cerebrospinal fluid (csf) leak occurred while the physician was implanting a lead. The physician repaired the dura during the procedure and the patient was hospitalized for monitoring. Additional information was received that patient has been discharged from the hospital and is doing well.